Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting. Customer turned pump back on after battery was charged and a minimum fill notification occurred. Customer reloaded cartridge to address the notification. Customer's blood glucose was 136 mg/dl. Multiple attempts were made by tandem technical support to confirm battery issue was resolved after it was fully charged; however, customer did not reply.